Manufacturer narrative:
Device evaluated by MFR: product samples from the complaint lot were returned and evaluated. All samples passed all testing, including functional testing. Retain samples from the same lot were also tested and all passed. The customer was contacted for more information regarding the complaint. The customer provided a response that contains the solution that is being used for skin prep. It is believed that this solution is affecting the products ability to adhere to the skin properly. The identified most probable root cause is that the solution being used to prep the skin before applying the device is affecting its ability to adhere to the skin properly. This information is being shared with the user facility by a vygon representative. The instructions for use (IFU) instruct the user to prepare the skin according to the standard hospital protocol for dressing application. Skin prep or hair removal may be required on some patients for better adhesion. There has been no indication, based on review of both returned samples from the same lot and retained samples from that lot, that there is excessive glue on these devices and no delamination or separation of the glue strip was observed during functional testing. This user facility had previously used stat-lock devices, which use hook and loop to secure the line. The identified root cause will be communicated to the user facility by a vygon representative. We will continue to monitor for these types of complaints. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file 2022-00669.

Event description:
It was reported by vygon, a european distributor: the patient has lost her PICC-line because the fixation system does not hold. This is a recurring problem with this device: the adhesive does not hold on the skin. The adhesive fixing of the fins does not hold or adheres too much with a significant risk of tearing or displacement of the PICC-line. Dressing that hardly ever stays in place for 7 days. Therefore more regular repairs with increased risk of infection of the PICC-line. Manual compression to stop the bleeding then compressive. Placement of 2 vvp in a patient with poor quality venous capital. Call to the doctor to inform of the impossibility of administering the parenteral to the patient (only food source). Request to install a new PICC (appointment granted h+24h). Increased monitoring of the patient because she was on slow-acting insulin (considered numerous hypoglycemias with the need to resort to multiple infusions of g30%.